Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported urgent care visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient visited urgent care with hyperglycemia. The patient's blood glucose level readings 'were going in and out and constantly losing signal', making their blood glucose level go higher. The pod generated a "searching for sensor" error message. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod for an unspecified amount of time. Symptoms reported include nauseous, shaky and lethargic. The patient received a diagnosis from the healthcare professional that there was glucose in the patient's urine as well as a little bit of blood. The patient was getting treated by their parents with more insulin. The patient was discharged the same day. The pod was still worn and the patient's parents believe the pod was working but allege the controller was not working.